Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection as well as a direct correlation between (B)(6) and the reported events could not conclusively be determined. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, localized and pump pocket or pseudo pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists infection as a potential late postimplant complication. The heartmate 3 lvas patient handbook (rev. C) provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2021 the patient's grandchild noted bloody drainage from the driveline exit site. In the clinic, erythema and edema were noted by the ventricular assist device (vad) coordinator and a culture was performed that was positive for pseudomonas. On (B)(6) 2021 the patient was admitted for telemetry monitoring while beginning a 14 day ciprofloxacin treatment due to concomitant qtc prolonging agents.